Manufacturer narrative:
The suspected device was returned for evaluation. The event history log (ehl) was reviewed there were no errors related to the customer complaint. The device was visually inspected. A functional test was performed and the reported issue was confirmed. The probable cause of the reported issue was due to the hose being disconnected to the air mix switch. The service history review had no indication that the complaint was related to a service of the device within the review period. The device passed all functional testing after repair.

Event description:
It was reported that the device exhibited leakage and did not deliver the volume. There was patient involvement, no injury was reported.